Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. A MRI tech reported that the patients ins has not worked for over a year and that it has been about a year since they were able to recharge. Troubleshooting could not be performed at the time due to lack of access to the product. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.